Event description:
The customer reported few mls of fluid leaked from the white blood cell (wbc) bath of the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer stated that the white blood cell (wbc) bath overflowing due to clogged drain tubing. The customer technical specialist (cts) guided the customer to troubleshooting over the telephone. The customer cleaned the tubing, which resolved the issue. The instrument was returned to normal operation. (B)(4).